Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, it was noted that the atrial lead exhibited noise oversensing resulting in an inappropriate automatic mode switch (ams). No intervention was made, and the patient status was stable.